Manufacturer narrative:
Carefusion file identification: (B)(4). A return materials authorizations has been provided to the customer but the suspect main printed circuit board (pcb) hasn't been received at this time by carefusion. If the suspect component is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed a transducer fault alarm. The customer performed all calibrations, including exhaled differential pressure transducer calibration, but it failed to resolve the reported issue. There was no patient involvement associated with the reported event. Customer suspect that the reported issue is due to a faulty main printed circuit board (pcb) and has ordered a replacement.